Event description:
On 11/30/93 a patient with a diagnosis of rectal ca underwent a low anterior resection with a transverse colostomy and uteteral stint placement. The wound was closed with #2 prolene. On 12/5/93 the small bowel was visible coming through the incision between the staples and once removed the entire region was noted to have dehisced. Md documents "at the inferior pole, the knot was in place and it looks like the #2 prolene had snapped above the umbilicus. On the superior pole, the facia itself was intact." The abdomen was closed with interrupted sutures of #5 dycron. The patient was discharged on 12/17/93, returned 2/25/94 for closure of the protective colostomy and discharged without event on 3/3/94. The risk manager has the #2 prolene sutrure retreived at the 12/5/93 surgery.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.